Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The abbott customer technical advocate (cta) followed up with the customer regarding the abbott customer recall letter for the axsym ausab reagents. The customer stated they were using a new lot of reagent and were re-assaying patient samples tested with the suspect lot of reagent. The customer observed some patient results higher than previously observed with suspect lot, and questioned these results as the content of the customer letter addressed false reactives. The cta discussed the results of most significance were those in the 12-20 miu/ml range giving potential false reactive values. The customer reported duplication of abbott's data in their repeat studies. The customer stated they will let the physicians determine the next course of action. It is unknown if there was impact to patient management.